Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 2 months ago. The aortic bifurcation was tight. It was reported that the pt presented with a cold leg and one of the limbs was found to have clotted off and a decision was made to explant the stent graft. The stent graft was explanted and another manufacturer's graft of unknown size was sewn in. The explanted aneurx stent graft was discarded by the hosp. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation: results: arterial and venous occlusion. Narrow aortic bifurcation. Conclusion: arrow aortic bifurcation.